Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had power error detected alarm. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify audio/absence of alarm and pump error alarms due to critical pump error. Device received with corroded force sensor assembly and moisture damage on motor assembly. (B)(4).